Manufacturer narrative:
Exact date of post-operative non-union and plate breakage is unknown. This report is for one (1) unknown 2.4mm ti plate. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to plate breakage and non-union. The patient was originally treated for a bone fracture of the first metatarsal (right foot) with the implantation of a 2.4mm titanium (ti) plate and screws from a modular hand system set on (B)(6) 2015. On an unknown post-operative date, the patient presented back to the hospital with a broken plate and fracture non-union. During the revision, the original hardware was removed and replaced with a 2.4mm stainless steel plate and screws. The post-operative status of the patient was said to be stable. Concomitant device(s) reported: ti cortical screws (part/lot/quantity: unknown). This report is for one (1) unknown 2.4mm ti plate. This report is 1 of 1 for com-(B)(4).